Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) was bothersome and was causing pain. It was also noted that the ipg was no longer functioning as intended after receiving the end-of-life message on the remote control. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well post operatively and the explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) was bothersome and was causing pain. It was also noted that the ipg was no longer functioning as intended after receiving the end-of-life message on the remote control. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well post operatively and the explanted device was kept by the medical facility.